Manufacturer narrative:
The peritonitis event was reported to have occurred on an unreported date at the beginning of (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause was due to fungal infection. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug infusion (dose, route, frequency and duration were not reported) and an unspecified drug intraperitoneally (dose, frequency and duration were not reported). At the time of this report, the patient recovered from the event. Pd therapy was ongoing at the earlier stage of treatment and was withdrawn at the later stage. No additional information is available as the reporter declined follow up.